Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed.the user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a spine surgery, our tool broke off and the surgeon possibly hit the existing cervical cage. No impact was reported. No additional information was provided regarding patient status. Additional information about the event is being followed up from the facility contact person.

Manufacturer narrative:
Further analysis determined the presence of titanium near and at location of tool fracture. This is an indication that the 10ba30 tool ran against a titanium surgical instrument during the procedure. Per IFU, "legend dissecting tools are intended for cutting bone and biomaterials." This does not preclude materials harder than bone. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report confirmed. Evaluation determined that the 10ba30 tool returned was used and broken. The tang end of the tool was received while the head end of the tool was not received. It was noted that there was discoloration present near the fracture site and indicates that the tool ran against an unknown material after fracture. The likely cause was identified as the tool ran against other metal devices, causing the device to fracture. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that the facility has no other information regarding the patient's current condition and the extent of injury experienced during the procedure.